Event description:
It was reported the patient was getting money out of the atm and then got shocked for t wave oversensing. The patient was not exerting or doing anything strenuous. The device and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 2649622000-2011-13551 and as a result this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.